Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under her right arm and her breast. The patient described the irritation as raw, and as a rash. The patient was re-measured by the distributor, and provided with new garments and instructions on garment fit by the distributor. Additionally, the patient was given a prescription ointment from her physician to use on the irritation. During a follow up call, the patient reported that the irritation was better. There is no indication that a device malfunction caused or contributed to the reported skin irritation.